Event description:
A doctor alleged that "brown spots" developed under the restorations for approximately one hundred (100) patients, approximately three (3) months after placement with breeze self etch cement in shade white opaque. This is the seventeeth of one hundred (100) reports.

Manufacturer narrative:
The returned product was evaluated, yielding results within specifications.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. The doctor will remove the patient's crown and replace the restoration. The product involved in the alleged incident was not returned; therefore retain samples were evaluated, yielding results within specifications. No similar complaints were received with regard to this lot.